Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that the patient presented with the left iliac limb occluded when they returned for follow up approximately five weeks later. A fem-fem bypass procedure was carried out and the event is resolved. As per the physician, the cause of the event was due to anatomy causing poor distal outflow. No clinical sequalae were reported and the patient is fine.